Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the handheld device connection between the serial cable and the handheld was loose. This was causing difficulty with the handheld. In addition, the handheld screen often went dim. It was determined that the connection was loose, causing the problems. As soon as the device was plugged in and the device was picked up, the connection was weak. The event was isolated to the connection port on the handheld and did not seem like a problem with the serial cable. The loose end was the handheld port. No patients were affected as the physician has another handheld system. The handheld and flashcard were returned to device manufacturer for analysis on 08/20/2013. Analysis is underway, but has not been completed to date.

Event description:
The handheld and flashcard analysis was completed on (B)(6) 2013. An analysis was performed on the handheld computer and the reported allegations were not verified. No anomalies associated with the handheld computer were noted during testing using the ac adapter or the main battery with a full charge. The handheld computer performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.